Manufacturer narrative:
Per the instructions for use (IFU): serious and life threatening adverse events, including death and bleeding have been associated with use of this device. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from australia by the vad coordinator that the patient experienced gi bleeding over the weekend. It started on friday afternoon. She became very pale and unwell and her heart rate was in the 40's. She went on to have endoscopes that evening but there was no active bleed found. She is still having dark melena but it much more stable and she is feeling better after receiving 4 units of blood. The warfarin and aspirin were held on friday and recommenced her on heparin last night. Her inr was 3.3 last thursday. No further information available at this time.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.

Event description:
The patient was discharged from the hospital on (B)(6) 2015 and is doing well.